Event description:
Edwards received notification that a 25mm mitral valve implanted in the mitral position was explanted after an implant duration of approximately 7 years and 10 months due to calcification leading to stenosis. A non-edwards valve was implanted in replacement. Patient needed a pacemaker (pre-operative atrial fibrillation) but had an uncomplicated hospital discharged.

Event description:
Edwards received notification that a 25mm valve implanted in the mitral position was explanted after an implant duration of approximately 7 years and 10 months due to calcification leading to stenosis. A non-edwards valve was implanted in replacement.

Manufacturer narrative:
Customer reports of calcification, and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated heavy calcification was observed on leaflet 2, and moderate calcification on leaflet 1 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7 mm on leaflet 2 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8 mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 3 mm at commissure 2; leaflets 1 and 3 by approximately 1 mm at commissure 1 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve on the inflow aspect and exposed the wireform around leaflets 1 and 3. Sutures also remained attached to the sewing ring near commissure 2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 25mm mitral valve was explanted after an implant duration of approximately 7 years and 10 months due to stenosis. No other information was provided.